Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient had felt the vibratory alert for two weeks. When the patient presented to the clinic, the device was in found in back-up mode and could not be interrogated. A firmware download successfully restored normal device function.